Manufacturer narrative:
MDR . / initial 2 of 6. Name: tandem country: united states of america street: 11045 roselle street suite 200 city: san diego state: california zip code: 92121. Based on the available information, this event is deemed to be reportable complaint. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 8021545.

Event description:
It was reported that the patient faced an event where a patient reported that infusion set fell off during use on 6 apr 2026.